Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was previously on eliquis. A small localized pericardial effusion in the distal left atrial appendage (laa) was present prior to the procedure. The patient had a pre-existing atrial fibrillation. 8000 units of heparin were administered. Transseptal puncture was bi-caval inferior and short axis mid. The occluder was partially re-captured once. The occluder was implanted. The patient's activated clotting time (act) level was 326 seconds. The occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. On (B)(6) 2025 the patient presented to the emergency room (ER) to drain the pericardial effusion. The effusion was 2mm. 450cc of liquid was removed from the patient. The patient status was stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.